Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed different alarms unexpectedly. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found multiple alarms in the pump history but further troubleshooting was declined by customer. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all operating current test were normal. No a21 alarm or a17 alarm noted during testing. However, the insulin pump was unable to upload to carelink due to a47 alarm in the insulin pump screen due to corrupted history file. No cosmetic damage noted.